Manufacturer narrative:
Updated data: b5 - event description continuation of d10: product ID harmony-25; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2023; explant date na product ID lunderquist ; product lot/serial number unknown; product type: guidewire; implant date na; explant date na medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the pulmonary valve, the non-medtronic guidewire (lunderquist) was placed in the peripheral blood vessel using the right pulmonary artery approach. An attempt to advance the delivery catheter system (dcs) through the pulmonary artery branching angle was made. The dcs would not bend to the right pulmonary artery and at that time, the guidewire "bounced wildly" and the peripheral part of the right pulmonary artery became damaged. It was noted that four units of red blood concentrate were required.

Event description:
Additional information was received which confirmed that the guidewire used during the procedure was a non-medtronic wire. According to the physician, the exact occurrence of the pseudoaneurysm is unknown, however the physician guessed that it occurred while the dcs was advancing. The cause of the pseudoaneurysm was likely that the guidewire was advanced when the dcs was inserted, or that the guidewire was pushed when the guidewire was removed. The subsequent hypotension was a result of the pseudoaneurysm//bleeding. Although it is not the cause of the pseudoaneurysm, the reason it was difficult to pass through the dcs was that the pulmonary artery "was running with a slight obliquely" and the base of the left pulmonary artery was dilated. It was reported that the cause of the frame indentation was catheter bias. The patient was extubated on the 2nd day after the surgery, and was discharged from the hospital six days later.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b5. Updated b7. Updated h6 - annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that embolization was performed with a targeted coil to stop the bleeding of the peripheral pulmonary artery injury, in addition to the four units of rbcs.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic pulmonary valve, a non-medtronic (dryseal) introducer sheath was inserted using the right pulmonary artery (rpa) guidewire position. Subsequently, the tip of the sheath was caught in the right ventricular outflow tract (rvot), making it difficult to advance. When attempting to insert the delivery catheter system (dcs), the sheath and guidewire were slightly advanced. Subsequently, when attempting to advance the dcs, the entire guidewire was lost in the left pulmonary artery (lpa). Simultaneously, the patient¿s blood pressure decreased to 70 millimeters of mercury (mmhg). The dcs was withdrawn, and the sheath was pulled back to the inferior vena cava. The patient¿s blood pressure recovered. It was determined that there was worsening tricuspid regurgitation due to the sheath. The guidewire was reinserted into the rpa and the procedure was continued. The dcs was reinserted. Subsequently, the guidewire was lost in the left pulmonary artery again. Simultaneously, the patient¿s blood pressure continued to decrease to the level of 60 mmhg. The patient¿s oxygen saturation (spo2) dose was increased. Subsequently, the patient spo2 still decreased to 70%. The patient¿s spo2 did not recover. Poor ventilation was observed. At that time, hemoptysis was observed. Pulmonary artery injury was suspected. Imaging was performed. Subsequently, pseudoaneurysm bleeding was observed in the peripheral region of the rpa. Hemostasis with coil placement was performed. Red blood cell transfusions and vasopressors were administered. The patient¿s blood pressure recovered to 80 mmhg. Hemostasis was confirmed. The procedure continued. The dcs was reinserted for a third time. The distal tip of the dcs was launched. During deployment, the valve expanded to row 3-4.  Subsequently, ¿a little¿ flow was observed. Rows 5-6 were deployed as is. It was confirmed that the valve completely expanded upon release. The valve was implanted. The dcs was withdrawn from the patient. Subsequently, a slight indentation on the valve was observed in rows 4-5. However, there was no pressure gradient observed. On the inflow of the valve, a small amount of pulmonary regurgitation was observed, but there was sufficient sealing in the annulus region. No paravalvular leak (pvl) was observed. Hemostasis of the left pulmonary artery peripheral region was confirmed, and the procedure was completed. The patient was admitted to the critical care unit (ccu) with intubation in place. No additional adverse patient effects were reported.